Manufacturer narrative:
H.10. Through follow up communication, livanova deutschland learned that the device was in use until 3 months ago, now it is a back up unit and replaced with competitive devices. Furthermore, livanova deutschland learned that the device was not cleaned regularly per the instruction for use. It was reported that the device was disinfected once every two weeks from an external hospital agency, with no intermediate check or preservation. The device was placed inside the operation theater during use with the fan of the device positioned opposite to the patient and at an estimated distance between the surgery field and the device of two meters.

Event description:
See initial.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The laboratory report has been supplied. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium gordonae. There was no known patient involvement.